Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd vacationer instructions for use gives instructions on reinsertion of the bd hemogard closure: replace closure over tube. Twist and push down firmly until stopper is fully reseated. Complete reinsertion of the stopper is necessary for the closure to remain securely on the tube during handling. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes stopper popped off. The following information was provided by the initial reporter: material no. 363083; possible batch no. 9004632. It was reported that the tube was filled with what was thought an adequate amount of blood and when she was on her way to put it in a bag, it exploded with the top popping off splattering blood everywhere. All over her, the floor, and the counter. I would like to report an event with a tube exploding on a phlebotomist! The tube was a coag tube ¿ possibly lot # 9004632 (not 100% sure of that but that was the lot she had on her tray. She filled the tube with what she thought was an adequate amount of blood and when she was on her way to put it in a bag, it exploded with the top popping off splattering blood everywhere ¿ all over her, the floor and the counter. I will have her email you exactly what happened when she returns to work ¿ she had to leave as she had blood all over her.